Manufacturer narrative:
The device involved has been received and is under investigation. A review of the risk management files resulted in no new risks identified. Rmf 0003 rev 38 line 12.45. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical intervention, with explantation, involving patient with multiple cervical spinal implants. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Information provided states that patient had an m6-c implanted at c5/6 in 2017. The patient experienced pain and spinal cord signal change. The m6-c appeared to be collapsed and was explanted on (B)(6) 2023.